Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The defect has been verified and repaired. The following repair activities were performed: performed service and repair functions as per (B)(4). Reviewed service history. Attach box label and fms vue final testing, software upgrade was not needed. Replaced liquid filled plastic tubing to electrovanne assy. To correct issue. Also, replaced damage / dent console cover. The unit passed all diagnostic tests, functional tests, and is fully operational. Details can be found in the attached report. Further a review into the depuy synthes (B)(4) complaints system revealed 2 similar and 2 dissimilar complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that a fms vuw pump did not have suction. The surgery was completed with an alternative suction device. There is no reported patient harm or surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the defect has been verified and repaired. The following repair activities were performed: performed service and repair functions as per (B)(4). Reviewed service history. Attach box label and fms vue final testing, software upgrade was not needed. Replaced liquid filled plastic tubing to electrovanne assy. To correct issue. Also, replaced damage / dent console cover. The unit passed all diagnostic tests, functional tests, and is fully operational. Details can be found in the attached report. Further a review into the depuy synthes mitek complaints system revealed 2 similar and 2 dissimilar complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Correction: a device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Method code: the method codes for device history record review and complaints review statement were inadvertently missed in the previous report and has been updated accordingly. Investigation summary was also updated and as follows: investigation summary: the defect has been verified and repaired. The following repair activities were performed: performed service and repair functions. Reviewed service history. Attached box label and fms vue final testing, software upgrade was not needed. Replaced liquid filled plastic tubing to electrovanne assy. To correct issue. Also, replaced damage / dent console cover. The unit passed all diagnostic tests, functional tests, and is fully operational. Details can be found in the attached report. Further a review into the depuy synthes mitek complaints system revealed similar and dissimilar complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed if additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.